Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained oversensing was noted on the left-ventricular lead. It was reported to possibly be due to a loss of capture due to increasing patient fibrosis. No lead malfunction was alleged, and reprogramming of the capture threshold was successful. The patient is stable with no adverse consequences and will continue to be monitored.